Event description:
A comment to a neurostar social media post alleges that the person had ringing in their ears for over a year that ruined their life.

Manufacturer narrative:
An attempt was made to reach out to the person who posted the alleged adverse event. Since the person did not respond with additional information, a thorough investigation could not be performed including confirming that they were treated with a neurostar system.